Event description:
It was reported that the pump shut off unexpectedly while charging. Customer turned the pump on and resumed insulin delivery successfully. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.